Event description:
Reportedly, as the physician was placing sutures in the sewing ring, a piece of this holder fell off and into pts chest. The fragment was recovered and no pt complications were reported.

Manufacturer narrative:
Device not returned.